Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was not delivering insulin due to which customer experienced high blood glucose. Customer experienced symptoms of thirst and vomiting. Customer performed high and the test was passed. No further patient complication was reported. Trouble shooting was successfully performed and the customer will continue the use of insulin pump.